Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed there was debris inside the sterile packaging that is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier and black debris consistent with porous material from the device. Device history record (DHR) was reviewed and no discrepancies were found. These products were likely conforming when they left zimmer biomet control. The root cause of the reported issue is attributed to transit damage causing the foam packaging and porous material from device to become abraded and shed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: tprlc 133 t1 pps so 13x146mmtp: cat# 51-103130, lot# 6067708. Tprlc 133 mp type1 pps ho 15.0: cat# 51-107150, lot# 6252490. Tprlc xr mp t1 pps 14x113mm 113mm t1: cat# 51-145140, lot# 3810264. Tprlc xr mp t1 pps 16x117mm 117mm t1: cat# 51-145160, lot# 3863578. Tprlc 133 t1 pps ho 12x144mm 4mm t1: cat# 51-104120, lot# 3150202. Report source: foreign country: (B)(6) customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00763, 0001825034-2020-00764, 0001825034-2020-00765, 0001825034-2020-00766, 0001825034-2020-00768.

Event description:
It was reported that debris was found within sterile packages while investigating circulated items. No hospitals were involved. Attempts have been made and additional information on the reported event is unavailable at this time.